Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. Visual analysis of the lead indicated damage at implant. The analyst noted the full lead was returned with tissue on the helix. The lead passed continuity testing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one day post implant the right ventricular (rv) lead exhibited intermittent capture. The physician requested analysis to be certain that the steroid on the helix was appropriate and not the cause. The lead was explanted and replaced. No patient complications have been reported as a result of this event.